Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the available egms support the fact that the device delivered a hv shock that resulted in a return to sinus. Subsequently the patient's rhythm deteriorated to an agonal rhythm for which further appropriately delivered therapy did not convert. At this point the physician believes the patient has passed since they had missed his appointment and calls to the home were not returned. The physician did not suspect any failure of the device. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
Interrogation of the device revealed it was below eos when received. The device was tested on the bench using automated testing equipment, and no anomalies were found.